Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged having nasal/throat irritation or soreness, swollen eyes, respiratory problem, nasal obstruction, coughing, headache, sinus issue, nausea and taking steroids. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. Patient alleged having nasal/throat irritation or soreness, swollen eyes, respiratory problem, nasal obstruction, coughing, headache, sinus issue, nausea and taking steroids. The reported event of patient alleged having nasal/throat irritation or soreness, swollen eyes, respiratory problem, nasal obstruction, coughing, headache, sinus issue, nausea and taking steroids and its reported severity was reviewed by the manufacture's clinical expert. These events may be related to a product problem and/or user error. Additionally, the reported complaints could also be explained by disease or underlying condition/past medical history. Base on the available information at the time of the review, the device may have caused or contributed to the reported events. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.